Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. Field service device evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the device on and was able to duplicate the reported device behavior. The fse determined the likely cause of this failure was a component within the front panel assembly. A front panel assembly was replaced for this device, which resolved the reported device behavior. The fse performed the operational verification procedure for the device and passed. Having met manufacture specification the device was returned to the customer for use. Pending root cause investigation: the suspect component has been returned to vyaire's failure analysis laboratory for evaluation. At this time, the evaluation is still pending. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported a flickering display screen on this ventilator device. The customer stated no patient involvement with this event.

Manufacturer narrative:
The vyaire failure analysis group received the suspect front panel part number 16687-2a and serialized with (B)(4) for investigation. The fa group performed a visual inspection and found no anomalies. The fa engineer installed the front panel onto a test device and cycle the device on, which could not duplicate the reported device behavior. The fa group was able to perform the touch screen calibration however, the "flickering" touch screen was not duplicated. At this time, the reported event was not confirmed or duplicated. Therefore, no component root cause can be determined.